Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use provides an instruction and also a caution note about regular inspections of the driveline, specifically stating: "when changing your exit site dressing, inspect the driveline for moisture, cracks, and tears or punctures. Report any damage to your doctor, nurse or vad coordinator." It also cautions, "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture." The instructions for use advises that if a driveline disconnected or connector malfunction/broken, the controller will display a vad stopped message indicating to connect the driveline to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Driveline remains implanted.

Event description:
It was reported that post-operative day two from hvad implant on (B)(6) 2017, the patient began experiencing electrical fault and ventricular assist device (vad) stopped alarms. There was a night physician's assistant (pa) at the bedside who stated that the driveline might not have been completely attached, as when he was examining the driveline he did hear a "snap" when he pushed it towards the controller. This was a second hand account as the pa had left after his shift. The vad coordinator was told that the driveline cover appeared to be in place. The driveline was inspected by the vad coordinator affiliated with this complaint and it was found to be without cracks, fluid ingress or condensation. Log files were sent in from the controller and an echo was done to see if there were any issues within the heart. The log files demonstrated that the patient had three electrical fault alarms on (B)(6) 2017 between 5:35 and 5:40am. It was also noted that there were five vad disconnect alarms since implant on (B)(6) 2017. Engineer recommended to site to check that the driveline is firmly connected to controller and that the driveline cover was placed on the driveline correct and this was confirmed. During the service evaluation, the locking mechanism was found to be functional, but has difficulty moving between locked and unlocked position. A driveline locking mechanism repair was performed while the patient was still inpatient. He was on a milrinone drip during this time. A wrench was used to move the locking mechanism between the locked and unlocked positions, eventually restoring movement of the locking mechanism. There were no pump stops during the procedure and there was no impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Driveline cable (B)(4) and (B)(4) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via log file analysis which revealed 3 electrical fault alarms on january 27, 2017. 6 vad disconnect alarms have been logged on (B)(4) since on january 25, 2017. 1 vad disconnect alarm was logged on (B)(4) on january 25, 2017 at 10:39:04. Given the nature of electrical fault alarms and vad disconnect alarms, it is likely that these alarms resulted from an intermittent connection between the driveline and the controller. On-site inspection of the driveline cable revealed that the connector locking mechanism was not functioning as intended; a driveline locking mechanism repair was performed to mitigate the reported conditions. No further alarms were reported following the repair. Additional information provided indicated that a residue was found during the repair; however there is no evidence to suggest that it came from the connector itself. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported event can be attributed to foreign material between the connector body and connector sleeve most likely introduced during use that may have prevented the driveline connector to lock as intended on the controller resulting in an intermittent connection further leading to electrical fault alarms and vad disconnect alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional devices involved in the event: (B)(4). Product event summary: the received controller failed visual inspection and passed functional checks and system running test. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. Corrected: device (pump) was not returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #driveline cable (B)(4) and (B)(4) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via log file analysis which revealed 3 electrical fault alarms on january 27, 2017. 6 vad disconnect alarms have been logged on (B)(4) since on january 25, 2017. 1 vad disconnect alarm was logged on (v)(4) on january 25, 2017 at 10:39:04. Given the nature of electrical fault alarms and vad disconnect alarms, it is likely that these alarms resulted from an intermittent connection between the driveline and the controller. On-site inspection of the driveline cable revealed that the connector locking mechanism was not functioning as intended; a driveline locking mechanism repair was performed to mitigate the reported conditions. No further alarms were reported following the repair. Additional information provided indicated that a residue was found during the repair; however there is no evidence to suggest that it came from the connector itself. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported event can be attributed to foreign material between the connector body and connector sleeve most likely introduced during use that may have prevented the driveline connector to lock as intended on the controller resulting in an intermittent connection further leading to electrical fault alarms and vad disconnect alarms. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.